Event description:
The customer reported that the ventilator alarmed and displayed codes that indicated a spi bus failure when the vent was turned on. There was no reported patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event date: (B)(6) 2015. Received by MFR date: 10/26/2015. Conclusion / root cause: the gas delivery system assembly was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported that the ventilator alarmed and displayed codes that indicated a spi bus failure when the vent was turned on. There was no reported patient involvement.